Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found it to be operating properly; no repairs were required. Through follow-up discussion with user facility personnel, the technician learned that a non-steris accessory was attached to the table side rail at the time of the reported event. The user facility stated that the reported shock could not be reproduced once the accessory was removed from the table. The user facility did not disclose additional information regarding the accessory installed at the time of the event. As no issues were found with the electrical system of the surgical table, the reported event may be attributed to the facility's use of the non-steris accessory. No additional issues have been reported.

Event description:
The user facility reported that during a procedure an employee leaned on their 3085 sp surgical table and experienced a shock. The procedure was completed successfully. No report of injury.